Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure fluoroscopy was done to examine the right ventricular lead and a small conductor externalization was found. Physician chose to continue with the procedure and use the lead. Testing with new implantable cardioverter defibrillator and with pacing system analyzer showed normal values. Patient experienced no consequence and was discharged same day.